Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. After pre-dilatation was performed, the absolute pro 7.0/80 mm was advanced; however, when it exited the sheath in the right leg, it was observed that the stent was prematurely deploying with advancement. The thumb lock was still locked and the thumb wheel had not been touched. The decision was made to deploy the stent where it had started to prematurely deploy. A second absolute pro, 6.0/80 mm was then advanced, but the stent implant appeared to be hanging up on the stent struts of the previously deployed stent or on plaque. The stent delivery system was removed and post-dilatation was performed on the previously implanted stent in order to allow passage. Before re-inserting the 6.0/80 mm absolute pro, it was noted that the shaft had become severely kinked proximal to the stent implant. A new stent was selected to complete the procedure successfully. There was no clinically significant delay in the procedure or patient adverse effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information.device (B)(4) indication for use.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood on the shaft and on the handle, consistent with being advanced into the anatomy as reported. There was no saline visible. The distal sheath was retracted 8.3 centimeters proximal to the tip. The distal sheath was separated 8cm distal to the proximal end of the distal sheath. The separated portion was not returned. The fracture face was jagged. There was no other damage noted to the sess. The handle lock was in the unlocked position. After opening the handle, observed the rack was retracted 8.3 centimeters. Potential factors for premature deployment include, but are not limited to, resistance with the distal sheath and the introducer sheath, kinks in the shaft of the sess or incorrect removal technique of the tip mandrel. In this case, based on the returned device analysis, it appears that the separation of the distal portion of sheath contributed to the partial deployment. Although a conclusive cause for the separation could not be determined, it may be possible that the distal outer member interacted with the introducer sheath and/or calcification causing the material to tear. There was no premature deployment of the stent reported during the initial advancement of the sess. Follow-up was requested in regards to the missing portion of the sheath. The response received stated that it is possible that this portion of the sheath is still in the patient. That being said there is nothing to indicate clinically that this would be the case. The patient has recovered well from the procedure. A review of the finished product lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Overall, the reported premature deployment and failure to advance appears to be related to case circumstances. There is no indication to suggest a product quality deficiency.